Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended the clinic on (B)(6) 2022 with reports that she abruptly stopped responding with the device.

Event description:
The user attended the clinic on (B)(6) 2022 with reports that she abruptly stopped responding with the device. The user will be re-implanted but a date for surgery has not yet been scheduled.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no concrete date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user attended the clinic on (B)(6) 2022 with reports that she abruptly stopped responding with the device. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user attended the clinic on (B)(6) 2022 with reports that she abruptly stopped responding with the device. The user was re-implanted.